Manufacturer narrative:
A philips biomedical engineer (bmed) went onsite to retrieve the unit then later evaluated it at the shop. The bmed found there was no sound coming from the unit and there was a speaker inoperative message present. The bmed identified the speaker power wire was disconnected. The bmed reseated the speaker power wire, reassembled the unit, and tested the unit. All tests passed, and the unit returned to working specification. No further investigation or action is warranted at this time.

Event description:
It was reported the speaker did not work. The device was not in use on a patient at the time of event, there was no adverse event reported.